Event description:
An initial MDR regarding this case was filed 18-jul-2024 (report number 3016798778-2024-00037). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from the returned materials show that the user received occlusion, cassette problem, pump failure, pump battery low, no communication and cassette depleted alarms beginning on the date of the initial complaint. The alarms occurred across two returned pumps (B)(6), and one pump that was not returned (B)(6). Each of these alarms occurred within 20 minutes of the operator restarting delivery. Logs leading up to all the occlusion alarms are consistent with an occlusion distal to the pump. The cassette problem and cassette depleted alarms are indicative of the pump being unable to move fluid forward. Based on the behavior seen in the logs of the three pumps and the reported troubleshooting steps, the behavior is consistent with an occlusion at the infusion site. This cannot be conclusively determined from the returned materials. The pump battery low attention alarms are consistent with the operator attempting to use the same battery to resolve the alarms with the same cassettes, which is expected behavior. The operator also received several attention alarms, all of which were generated when a pump was powered off but the remote was not paired, which is expected behavior. During investigation, pump (B)(6) was disassembled to investigate the pump failure alarms. Based on the inspection and the behavior seen in the logs, it is considered likely that the repeated attempts to restart delivery with an occlusion placed enough stress on the assembly to cause a hardware failure. This resulted in the observed pump failure alarms. All systems functioned within specification as they alarmed accurately and entered a failsafe state.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 18-jun-2024 and forwarded to millyard advanced medical products, llc on 19-jun-2024. The patient reported being short of breath, tired and lethargic. The patient reported both pumps were alarming for battery, no communication, and cassette not in pump. She was able to restart the pump, which would run for a while, then begin alarming again. Troubleshooting was unsuccessful on both pumps. The hospital rn reported the patient was hospitalized in the ICU on IV remodulin after having problems with her remunity therapy. The rn reviewed the alarm history on the patient's remote and reported observing a no communication alarm that was resolved, an occlusion alarm that was resolved with replacement of the battery and cassette, followed by a cassette problem alarm and an occlusion alarm. The rn reported that the ph team believes the patient may have been off therapy for up to 17 hours. The rn reported that the patient did not feel like she had a lapse in therapy and that she received replacement pumps. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.